Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. A physical sample was not received for evaluation; however, a photo was available for evaluation. The photo shows a catheter inserted on a patient with pieces of gauze around the catheter. However, it is not possible to identify the marks that are reported to be on the catheter since the picture is not clear. If the physical sample is received at a later date, the complaint will be re-opened and the investigation continued. Exposure to chemical agents may cause marks on the catheter tubing. Per instructions for use, do not use the catheter or components if they appear damaged or defective. A possible root cause for the infection at the exit site can be due to the medical procedures performed. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspections at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. There is annular marks inside of the catheter. The marks near the catheter and patient body connection side. New information received (B)(6) 2015 - patient had an infection at the exit site and the caregiver used iodine at the exit site for cleaning.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.